Event description:
The facility reported that the surgeon implanted a aq5010v 3 piece silicone lens. The lens leading haptic bent during insertion into the eye causing the lens to be unstable in the capsular bag. The lens was removed. No patient injury. The patient's prognosis/condition was good. The facility reported that it was product related. The injector model that was used was msi-tm cartridge fp. The facility did not provide the injector and cartridge lot numbers.